Event description:
On 08/07/2025, an arthrex subsidiary employee reported via email that an ar-8724v-22s low profile va locking screw penetrated the ar-8924vsl-03s 2.4 mm volar distal radius plate, including its screw head, during insertion into the bone hole. The surgeon removed the screw and inserted a new one into the same bone hole, successfully achieving fixation. The removed screw was then reused in a different bone hole and was fixed without issue. No implant components broke off inside the patient, and no adverse effects were reported. This event occurred during a procedure on (B)(6) 2025. Additional information was received on 08/15/2025: this event occurred during a distal radius fracture repair procedure on (B)(6) 2025. A replacement ar-8724v-22s low profile va locking screw (lot is unknown) was inserted after the original screw penetrated the plate and was removed. There was no significant delay to the procedure, and no additional anesthesia was administered. It was also confirmed that no other products were involved in this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.